Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. Customer's blood glucose level was 393 mg/dl. During troubleshooting with tandem technical support, connection was regained and sensor readings were displayed on the pump.